Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9280146. Customer states that there is disconnect between the needle and syringe. The syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9280146. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200851653] noted for out of spec shield pull. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #81469 was created for high shield pulls. There was debris collected on the dials. Corrective action: cleaned the dials. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe had a disconnect between the needle and the syringe. This was discovered before use. The following information was provided by the initial reporter: disconnect between needle and syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe had a disconnect between the needle and the syringe. This was discovered before use. The following information was provided by the initial reporter: disconnect between needle and syringe.